Event description:
It was reported that the handpiece overheated during an anterior total hip arthroplasty procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the complaint as reported by the customer was duplicated. The yoke in the sage head was broken along with the top bearing and rotor rubbing on the motor which caused the device to get hot. The device was repaired and returned to the customer.